Manufacturer narrative:
Info anticipated, but not available at this time.

Event description:
It was reported that during the laparoscopic cystectomy procedure,a ctive blade broke. After a few seconds the second device showed an error. There was no pt consequence.